Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the radical resection of esophageal carcinoma surgery, when severing stomach tissue on the first firing, after fired, noted staples were malformed with irregular shape and then could not open the jaws. Device was locked on tissue. Squeezed the closing trigger while simultaneously depressing the anvil release button, knife reverse switch was tried, and manual override was tried, but could not be opened. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4), date sent: 04/01/2021, d4: batch # u5dx6j, h6: component code = mechanical (g04). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the knife advance, the anvil bent upwards with an endopath xcel trocar 12 mm inserted in the device, with the closing trigger and anvil in the closed position and with a gst60d reload loaded on the device. The reload was received fully fired. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition. It should be noted that product failure is multifactorial. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.